Event description:
It was reported that the wall charger was not charging the pump. Tandem technical support performed troubleshooting and determined a possible pump battery issue. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 77 mg/dl.